Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated due to an out-of-range shock impedance measurement of 126 ohms. The shock channel on stored egms appears clean and no ventricular arrhythmias recorded. Further in clinic assessment was recommended. The lead remains in service and no adverse patient effects were reported.